Manufacturer narrative:
Clinical review: during a customer survey, this anonymous patient reported having previous unspecified stomach infections while on pd modality, product unknown. There were no recorded allegations, nor any objective evidence of this event being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue. No additional information can be obtained about the unspecified infection due to anonymous patient. Upon review of the available information, it has been determined there is no allegation, indication or objective evidence that this event was associated with the use of a fresenius medical device(s) and/or product(s). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a customer experience survey a patient reported that they experienced a stomach infection while on peritoneal dialysis (pd) therapy. Attempts to obtain additional information could not be completed as there is no patient contact information in which to follow-up.

Event description:
During a customer experience survey a patient reported that they experienced a stomach infection while on peritoneal dialysis (pd) therapy. Attempts to obtain additional information could not be completed as there is no patient contact information in which to follow-up.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.